Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for hypercalcemia and began experiencing a driveline fault alarm on (B)(6) 2022. Log file review confirmed driveline power b faults. It was recommended that the controller and modular cable be replaced when the patient could tolerate a pump stop associated with the equipment swap. The controller and modular cable were returned for analysis, although it is unknown if the driveline fault alarms resolved. Related manufacturer's report for controller: 2916596-2022-01827.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypercalcemia could not be conclusively established. The controller event log file contained data from (B)(6) 2022 00:15:45 through (B)(6) 2022 08:33:12, per the timestamps. Transient broken power b (pwr_b_broken) faults were captured beginning on (B)(6) 2022 at 04:06:48. These faults resulted in a driveline power fault alarm beginning (B)(6) 2022 at 08:12:02, which persisted throughout the remainder of the file. No other atypical events were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29may2018. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, address all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.